Event description:
It was reported that the dignishield was faulty upon insertion and the ring bursted upon filling, so they could not use the device and had to replace with a new one. The product was contaminated and was thrown away. It was traumatic to the patient and an undignified situation. This was a one-off complaint for a very good quality product. No medical intervention was reported. As per follow-up information received from ibc on 09jan2023, stated that the customer did not have a lot number and the patient was not impacted. As per follow-up information received from ibc on 15jan2023, stated that the patient did not experience any trauma or injuries. The device just did not work.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a cable failure has been confirmed. Therefore, it was likely that the video function did not work properly due to the cable failure and the phenomenon [e224 (scope communication error)] occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the dignishield was faulty upon insertion and the ring bursted upon filling, so they could not use the device and had to replace with a new one. The product was contaminated and was thrown away. It was traumatic to the patient and an undignified situation. This was a one-off complaint for a very good quality product. No medical intervention was reported. Per follow-up information received from ibc on (B)(6) 2023, stated that the customer did not have a lot number and the patient was not impacted. Per follow-up information received from ibc on (B)(6) 2023, stated that the patient did not experience any trauma or injuries. The device just did not work.